Event description:
A patient reported blood glucose results of 336 mg/dl and 154 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient performed another test and obtained a result of 108 mg/dl in the morning prior to calling customer service. Meter and test strips were replaced.